Event description:
Customer reported an alarm related to the tandem mobi cartridge. There was no adverse impact to the customer's blood glucose level. During the resolution process, technical support confirmed issues with consecutive cartridges and decided to replace the pump. The customer was informed that they would receive a new pump with updated software and instructions for placing the current pump into storage mode. Additionally, the customer will use multiple daily injections as a backup therapy to ensure continuous insulin delivery. The support team also confirmed the shipping details for the replacement pump but did not complete the call, agreeing to follow up later.